Event description:
It was reported to philips that the device's pacing function failed during patient use. The initial information indicates that a patient was involved and was reported to not have experienced harm/adversely impacted. The user reported they recognized that they were not familiar with the dfm100 device pacing program and selected another device that they were familiar with to treat the patient. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
(B)(6). A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device pacemaker function failed during patient use. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290. The initial information indicates that a patient was involved and was reported to have not experienced harm/adversely impacted. Additional information has been requested by philips